Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent tip, causing misalignment of the grips. There was a 0.15 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). None of the three clips managed to stay attached to the tubing. They became deformed in the process and were consequently rendered unusable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was not possible to lock the medium-large clip applier instrument in the target area. Its movement was disabled and it was not possible to close the jaws. The procedure was completed with no reported injury.